Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred at the start of a routine hemodialysis treatment which could not be resolved. Pressure alarms occurred while attempting to resolve the air alarm. Treatment was discontinued without performing rinseback due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The patient's routine epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarms and blood loss to clotting of the patient's access, which has since been repaired. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.